Event description:
It was reported that the mount is stuck in the implant, and it could not be separated. The implant was able to be removed. The procedure was not completed with another implant. Unknown tooth number.

Manufacturer narrative:
Zimvie complaint number: (B)(4). D6a: implant date unknown / not provided. D6b: explant date unknown / not provided. G4: additional PMA/510(k) number k101880.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtwb11, (imp,tsv,4.7,11.5,mtx,mg) for evaluation. Visual evaluation was performed, the implant has signs of use. Unable to remove the mount. The screw was stripped. DHR review was completed for the subject lot number 1258716. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258716 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeded the recommended value. Therefore, based on the available information, a device malfunction did occur. The mount could not be disengaged from the implant. The screw was stripped. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up," h2: checked follow-up type, h3: changed "no" to "yes," h6: entered evaluation codes, h10: added manufacturer narrative.